Manufacturer narrative:
This report is submitted on october 17, 2023.

Event description:
Per the clinic, the patient underwent a magnet replacement surgery (date not reported) due to poor retention issue. The implanted device remains.